Event description:
It was reported that during a da vinci prostatectomy procedure, the maryland bipolar forceps instrument malfunctioned. Upon requesting additional information and/or clarification, the customer could not recall any further details. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .232 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint, but the likely cause of the bending was overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed found during failure analysis investigation could likely cause or contribute to an adverse event, if the malfunction were to recur.